Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 225cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a physical. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 26-apr-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, it was reported that the patient underwent bilateral explantation on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it identified two (2) tears (a and b) on the posterior view, measuring approximately 0.1 cm both tears. No additional leak sites were observed. Microscopic examination was performed in both tears (a and b), and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: an incorrect implantation date of (B)(6) 1975 was reported to the FDA in the initial report. The correct implantation date is (B)(6) 1995. Additionally, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). D6a: explantation month, day, and year: (B)(6) 1995.